Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged to have became degraded and caused the patient to have cardiovascular diagnosis. There was no medical intervention required by the patient. The reported event of to became degraded and caused the patient to have cardiovascular diagnosis was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously reported this device MDR 2518422-2022-08558-1. Please disregard MDR 2518422-2022-08558 -1 as it was filed in error.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evaluated. An external/internal inspection of the remstar found evidence of dark-colored contaminants in the remstar blower assembly. Similar contaminants were found in the remstar air inlet port indicating the source of the contaminants is external to the remstar. In the previous report, section d9 and h3 were incorrect, these have been corrected in this report.